Event description:
Caller states that the pt tested 99 mg/dl on the inform system and 57 mg/dl on a lab drawn within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.